Manufacturer narrative:
A siemens customer care center (ccc) specialist provided the adjustment and quality control data from the instrument for investigation. The ccc also provided information on the sample tube types and stated that the sample quality was clear. A siemens customer service engineer (cse) visited the customer site. The cse performed preventive maintenance (pm) on the immulite 2000 instrument. Quality control materials recovered within ranges. A siemens headquarter support center (hsc) specialist has requested that the instrument files be provided for investigation. The cause of the discordant, falsely depressed psa result is unknown. Siemens is investigating the issue.

Event description:
A discordant, falsely depressed prostate specific antigen (psa) result was obtained on an immulite 2000 instrument. The discordant result was reported to the physician(s) and was questioned. A new draw from the patient was tested on the same instrument, resulting higher. The original sample tube and the original primary frozen tube were each repeated in triplicate on the same instrument, giving higher psa results. The higher results were in alignment with the clinical profile of the patient. A corrected report was issued to the physician(s) with one of the repeat results from the original primary frozen tube. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed psa result. There are no known reports of a delay in administering treatment or medical intervention to the patient due to the discordant, falsely depressed psa result.

Manufacturer narrative:
The initial MDR was filed on 11-oct-2018. Additional information (11-oct-2018): a siemens customer care center (ccc) specialist stated that the instrument files are not available for investigation. Additional information (19-oct-2018): a siemens headquarter center (hsc) specialist reviewed the information in the complaint and stated that there was no instrument mechanical problem identified by the siemens customer service engineer (cse). In the absence of the instrument files, the hsc specialist is unable to rule out sample or reagent probe level sensing issues as a contributing factor for the discordant psa result. Pre-analytical sample quality issues may also contribute to a discordant result. There are no reports of additional discordant results from the instrument following the cse visit. The cause of the discordant, falsely depressed psa result is unknown. The instrument is performing within specifications. No further evaluation of the device is required. The method, result and conclusion codes have been updated.